Event description:
Initial reported stated: "we went transeptal to left atrium using the channel fx and the tsx bard needle. The lasso pv loop catheter was then inserted into the channel fx. The cryo balloon was inserted into another sheath and also in the left side. When doing cryo balloon ablation, as the balloon is unable to map and ablate a loop pv catheter is used. The loop catheter cannot be used next to the cryo balloon otherwise it would stick to it during the freezes (down to -80 degrees). During the procedure, we noticed a ring around the lasso catheter. The ring was in fact the opaque radiotranslucent marker from the channel fx which had disconnected and moved up the lasso catheter. As the end dislodged, we were unable to pull the lasso catheter back into the channel fx as the tip would fall into the left atrium. We then used a 'goose neck' to try to grab hold of the end of the lasso to prevent the tip falling off. The movements did make the tip fall into the left atrium and it went into the ventricle. It then went out of the heart and we could not see it again on x-ray. The pt was to be sent for an all-body CT scan..."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. Eval of the retain device did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joints were above the minimum spec. Presumptive root cause is that a force applied to tip segment exceeded material strength causing the ro tip to fracture.